Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® serum blood collection tube experienced poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: it was reported that ref#367820 is not spinning down correctly. "We have a complaint regarding the tube ref# 367820 lot # 1020643-2023-01-31 not spinning down correctly."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported the bd vacutainer® serum blood collection tube experienced poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: it was reported that ref#367820 is not spinning down correctly. "We have a complaint regarding the tube ref# 367820 lot # 1020643-2023-01-31 not spinning down correctly."